Event description:
The customer reported that while infusing a medication, the secondary line separated below the chamber and the medication flowed out of the tubing onto the nurse and the floor. The set was in use one day when the event occurred. No patient or user harm was reported.

Manufacturer narrative:
The customerâ¿¿s report of secondary line separated below the chamber and leaked was confirmed. Visual inspection of the set noted that the tubing was completely separated from the drip chamber. Examination under magnification noted that both sides of the tubing had insufficient solvent applied at the engagement. There were no other anomalies observed. Functional testing was deemed unnecessary due to separation. Fluid was leaking from the separation. Dimensional analysis was performed and the tubing measured to be within specification. The root cause of the leak was due to tubing separation. The cause of separation was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the tubing.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that while infusing a medication, the secondary line separated below the chamber and the medication flowed out of the tubing onto the nurse and the floor. The set was in use one day when the event occurred. No patient or user harm was reported.